Manufacturer narrative:
.

Event description:
The customer reported an unspecified error. Further information was provided that the device could not boot; the battery was dead. There was no adverse patient impact reported.